Manufacturer narrative:
Reporting institution name: (B)(6) hospital.

Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator/monitor indicating that the device has an alarm sound. Available details indicate that the customer called requesting to turn the sound off. The customer was provided instructions on changing the alarm settings. No parts were replaced and no repairs were performed. The device is fully functional and remains at the customer site. Based on the information available and the testing conducted, the cause of the reported problem was attributed to user error. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided instructions on how to turn off the alarm to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. The efficia dfm100 defibrillator, model # 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.